Event description:
It was reported that the patient had an infection at the ipg site which resulted to redness of the skin and pus. The physician believed that the infection was due to poor hygiene habits and not device nor procedure related. The patient was placed on antibiotics and all device components were explanted. The explanted devices will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred five weeks post implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7074516/7074544.